Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient fell, after which she experienced lightheadedness and difficulty breathing. The patient presented for an angiogram and loss of capture was noted. The lead was explanted and replaced .